Event description:
The initial reporter questioned the results for multiple patient samples tested for ise indirect na for gen.2 on a cobas pro ise analytical unit. The customer provided an example of discrepant results for 1 patient sample. The initial result was 132 mmol/l. The repeat result was 141 mmol/l. The questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
On (B)(6) 2022 the field service engineer (fse) replaced the na and cl electrodes and replaced the syringe seals. Diagnostic checks were performed and the customer ran acceptable qc. The customer has had no further issues since the service visit. The investigation determined the service actions resolved the issue.